Event description:
It was reported via repair work order that the auxiliary 110v outlet was not working due to traces of fluid intrusion found at the outlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.